Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor lead exhibited loss of capture (loc), high out-of-range pace impedance and threshold measurements; a lead fracture was suspected. A revision procedure was performed wherein the lead was surgically abandoned and device explanted; a new device and lead were then implanted. No adverse patient effects were reported.